Event description:
The pt reported the neurostimulator was removed in 2005. The pt stated the leads were placed at c1. The leads migrated and eroded resulting in an infection. No report of any lead explantion. Additional info was requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if info is received. Refer to medwatch report# 2182207-2007-01010.